Event description:
Customer reported that the insulin pump alarmed for a button error. He stated that the insulin pump may have gotten wet. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.